Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. It was also found the customer would have an absence of no delivery alarms on their insulin pump when their reservoir was almost empty. The customer did not have a tubing clamp to perform troubleshooting at the time of the call. The customer's blood glucose was 103 mg/dl. Customer stated they were able to resolve the no delivery alarm in the past with a complete set change. The customer will be sent tubing clamps to perform troubleshooting. No additional information provided.